Event description:
It was reported that when the patient's current neurostimulator was implanted, and infection developed at the incision site. The patient was on antibiotics six times. The incision looked well healed, and there were no signs of infection, but now the neurostimulator stuck out and the patient could not use a seatbelt. In addition, the lead area was tight and it was difficult for the patient to turn his head. The patient visited his physician and was told that the neurostimulator pocket had been encapsulated. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40 lot# v488642 implanted: (B)(6) 2010 explanted: na, lead model 3387s-40 lot# v517490 implanted: (B)(6) 2010 explanted: na, extension model 37085 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, extension model 37085 serial# (B)(4) implanted: (B)(6) 2010 explanted: na, programmer model 37642 serial# (B)(4).

Manufacturer narrative:
(B)(4).